Event description:
It was reported that the atrial lead pacing impedances have been spiking high and there was complete loss of atrial capture. The lead is suspected of fracturing. The device was reprogrammed to vvi mode and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.